Manufacturer narrative:
Device evaluation results: one pneupac ventilator was returned for investigation in used condition. The unit was connected to an oxygen source and an internal visual inspection was performed. The internal leak was confirmed. This product problem occurred due to a damaged demand valve assembly. Tie wrap was broken and the components were dislodged from the assembly. In addition the o-rings were also damaged. This damage was caused by the customer (drop). The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Damage to the device by the customer was established as the root cause. The damaged components were replaced and the unit underwent preventative maintenance.

Event description:
It was reported that the ventilator was dropped. The unit had an air leak internally. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, one fluid warmer was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Visual inspection of the device found to be in fair physical condition. Device underwent functional testing, confirming the reported customer complaint. Demand valve assembly noted to be damaged; problem source determined to be user interface.